Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after replacing a dexcom g6 transmitter and sensor, the ilet did not display blood glucose readings and remained in a searching state during pairing, despite guided steps to toggle cgm type and re-enter pairing information. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no medical intervention. Investigation included technical support troubleshooting and user guidance. Investigation of this case revealed that the device did not complete cgm pairing at the time of the call, with functionality restored pending user restart and reconnection attempts. It was concluded that the issue involved unsuccessful cgm-to-ilet pairing, with no evidence of patient harm.